Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning. The patient underwent a revision where a urethral stricture was noted. The revision was aborted. There were no additional patient complications.